Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, air/water cylinder and air/water channel had for foreign material, could not be identified. The legal manufacturer cannot confirm if there was deviation from the reprocessing steps. Could not specify root cause or identify the foreign material remaining in the subject device. Physical damage was not found at location with foreign material. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited air/water (a/w) tube and a/w-cylinder had foreign objects. There were no reports of patient involvement.